Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ concentric luer lock syringe plunger was partially broken before use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one physical sample and one picture sample were received for evaluation by our quality engineer. Upon visual inspection of the samples, the thumb press of the syringe was observed broken. As the broken piece of the plunger was missing from the blister packaging, it was determined that the damage occurred prior to packaging. A device history record review did not reveal any issues during the production of the provided lot number (1804238) that could have contributed to this issue. The plunger damage could have resulted from any hit or obstruction within the manufacturing process. A project has been opened to further investigation and reduce the occurrence of this defect. Corrective actions were implemented through this project shortly after the reported lot number was produced. Manufacturing personnel have been notified of this incident. It has been received 1 sealed sample of 50ll lot 1804238 and 1 picture for investigation. Upon visual inspection of the sample and picture received it can be observed the thumb press of the syringe is broken and the broken piece is not inside the blister, so it has been packaged after breakage. Plunger was damaged because it was hit or any obstruction happened in equipment or transport systems during assembly process. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304). Visual inspection: molding: 2 injections per shift; printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift; assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift; primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift; secondary packaging: 1 shelf-package per pallet; functional inspection: printing: once in the first pallet and once in last pallet of the lot; assembly: once in the first pallet and once in last pallet of the lot; primary packaging: once in the first pallet and once in last pallet of the lot. Since this is not the first complaint received for such defect in this product family, project#1687 has been open to reduce the occurrence of this defect. This lot was manufactured in april 2018, and corrective actions have been taken in may 2018 as part of project#1687 in manufacturing area related to increase the protection of transport systems for pieces. Manufacturing area has been informed of this incident.

Event description:
It was reported that a bd plastipak¿ concentric luer lock syringe plunger was partially broken before use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that a bd plastipak¿ concentric luer lock syringe plunger was partially broken before use. There was no report of exposure, serious injury or medical intervention.